Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the safety device is falling off the needle.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the safety device is falling off the needle.